Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported lancet protruding from lancing device cap. No adverse event reported. A request was made for the return of the device and lancets.